Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/8/2020. H.6. Investigation: two 2000e samples from lot 20016546 was received for investigation in open packaging. Further information provided by the customer indicates that the occlusion was observed during connection to a bd posiflush syringe. Further information provided by the customer indicates that no leakage was observed, however this appears to contradict the customer's initial feedback. A visual inspection of one of the returned 2000e samples identified an indentation on the smartsite consistent with a needle being used for access the component. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the female luer adaptor (fla) of the smartsite component; no flow restrictions or occlusions were identified. The sample was then subjected to pressure testing, which identified leakage from the damaged piston. No leakage or occlusion was observed to the second sample throughout testing. A definitive root cause for the observed damaged piston could not be determined in this instance, as the customer did not report the damage it could not be determined if it occurred during attempts to manipulate the component for initiating access or as a result of a manufacturing defect. A review of the production records for lot 20016546 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. CAPA#1998036 was initiated.

Event description:
It was reported that the ll vlv adpt(stand alone) was blocked/occluded, and when trying to push liquid through, it squirted out. This occurred with 5 different sets during use. The following information was provided by the initial reporter: "it was reported that some of these products are not allowing them to inject, once they replace it, the IV line works fine. The needle goes in ok, but when they go to push the liquid through, it squirts everywhere¿. She confirmed that the syringe is threading correctly, but unable to depress the syringe as there is no give in the valve."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the ll vlv adpt (stand alone) was blocked/occluded, and when trying to push liquid through, it squirted out. This occurred with 5 different sets during use. The following information was provided by the initial reporter: "it was reported that some of these products are not allowing them to inject, once they replace it, the IV line works fine. The needle goes in ok, but when they go to push the liquid through, it squirts everywhere¿. She confirmed that the syringe is threading correctly, but unable to depress the syringe as there is no give in the valve."